Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) on (B)(6) 2019 after developing urinary incontinence following prostate radiotherapy to treat prostate adenocarcinoma. Following the initial implant of the aus device the patient was entirely continent. In (B)(6) 2020 the patient experienced urinary incontinence and required the use of 5 diapers per day. The artificial urinary sphincter is going to be examined.